Event description:
During preparation for the af/afl procedure with the patient on the table, the amplifier did not connect to the dws and the procedure was cancelled. The fiber optic cable connecting the claris amplifier to the dws computer tower was tested and replaced, the media converter and ethernet cable from the media converter to the data port on the claris amplifier were replaced. The system was rebooted which determined the issue was due to the amplifier and the procedure was cancelled. The procedure will be rescheduled.

Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for evaluation. Visual inspection of the returned amplifier indicated the external casing, connectors, switches, and labels had no physical damage. It was also observed that all the expansion cards were fully seated and that all the data cables were secured. No physical damage on the expansion cards, or the components. During the initial power on, it was observed that the returned amplifier passed the startup hardware self-test and initiated communications with the workmate claris workstation as expected. The unit was power cycled several times with no breaks in communication observed. A communication test was performed at the correct rate of approximately 2000 packets/second. It was verified the amplifier did not encounter errors or missing packets during the communication test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned claris amplifier functioned as designed during the evaluation period.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.